Manufacturer narrative:
(B)(4). (B)(6). The device was returned for service; however, did not meet manufacturing specifications during pre-repair assessment. The device was evaluated and the reported condition was confirmed. It was noted that the device failed pretest for verify if secured with pin. It was determined that this failed pretest was a normal consequence of the defect covered from a recall action for pin rework. It was also noted that since this is a recall device, a root cause will not be provided for the additional failures. Therefore, a root cause was not determined. If additional information should become available, a supplemental medwatch report will be submitted accordingly.

Event description:
It was reported from (B)(6) that during service and evaluation, it was determined that the bearing housing on the oscillating saw attachment device was loose; and that the device had come apart. It was further determined that the device failed pretest for general condition, measure the oscillating frequency, and verify if secured with pin. This event did not occur during surgery. There was no patient involvement. There were no reports of injuries, medical intervention or prolonged hospitalization. The exact date of the event was not reported. All available information has been disclosed. If additional information should become available, a supplemental medwatch will be submitted accordingly.